Manufacturer narrative:
Additional suspect medical device component involved in the event: model number/catalog number: sc-8416-70 serial number: (B)(6). Batch/lot number: 7070385 model/catalog description: artisan MRI paddle lead 70 cm unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient experienced severe pain at the implantable pulse generator (ipg) site and was not receiving adequate pain relief from the spinal cord stimulator (scs) system despite multiple program optimization attempts. It was further reported that during program optimization, the patient experienced bladder incontinence and electric shock sensations in the right kidney and liver regions of the body. As a result, the patient subsequently underwent an scs system explant procedure. No further information could be obtained.